Event description:
Reference number (B)(4). Event occurred in the united states it was reported by the patient's infusion set was leaking at tubing. The blood glucose level of the patient was 309 mg/dl. The issue occurred with one infusion set used within 12 hours. No further information was available..